Manufacturer narrative:
Device evaluation: the pump was returned assembled with the driveline severed approximately 9 inches from the pump housing and the distal portion of the driveline was not returned. The sealed inflow conduit, the sealed outflow graft, and the sealed outflow graft bend relief were not returned. Examination of the proximal side of the outlet stator revealed a dark, denatured deposition occluding the outlet stator. Its areas of denaturation as well as the contact marks observed at the distal end of the rotor, suggest that it was present for an undetermined period of time while the pump was supporting the patient. Although a root cause for the development of the deposition could not conclusively be determined through this evaluation, it could have contributed to the patient's elevated lactate dehydrogenase (ldh). Thrombus formation is complex and multi-factorial in nature and not necessarily related to a single physiological or device-related factor. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Thrombus and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). The patient¿s implanting center was (B)(6). For the event the patient's care was transferred to (B)(4) medical center. (B)(4) medical center reported the event to the manufacturer. Approximate age of device ¿ 2 years and 8 months. The device was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient had suspected device thrombosis and the need for a pump exchange. The patient¿s lactate dehydrogenase (ldh) was 2900 u/l and inr was 1.0. Previous inr target was 2-3. An echocardiogram (echo) showed inability to offload left ventricle at time of admission. The patient was started on integrilin. On (B)(6) 2017 the patient was taken to the operating room for a pump exchange. No additional information was reported.